Manufacturer narrative:
Continuation of d10: product ID: 97740. (B)(6). Product type: programmer, patient section d: information references the main component of the system. Other relevant device(s) are: product ID: 97740, (B)(6), UDI#: (B)(4). H3: analysis of the 97740. Programmer: (B)(6) revealed that corrosion contaminants found on the boards and the device was replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt was not able to turn on their implant for the leg. Programmer showed poor communication. Pt has 2 inss: one for the leg and one for the neck and shoulder. Pt has 2 sets of equipment in their possession but usually just used the same set for both inss. Pt realized yesterday that their ins for the leg ran out of power because sometimes pt forgets to charge. Pt charged it and programmer was connecting no problem yesterday. Pt went to use the programmer to turn ins back on today and it said it was not charged. Pt later confirmed it was showing poor communication screen. Pt then tried using the same programmer on their ins for neck and shoulder and it would not communicate either. Pt used their programmer from the 2nd set but had an issue with powering it on. Pt also tried the 2nd programmer antenna and got poor communication screen. Pt confirmed they could use their recharger (insr) to charge the ins and getting the charging screen with coupling bars. Insr shows no lightning bolt as pt could not connect the pp to turn ins on. Pt did not know which programmer was originally linked with which ins. The pt reported their patient programmer was not powering on even after replacing the aaa batteries. A replacement programmer was sent out. Pt mentioned this programmer had been sitting on a shelf and unused, in protective cover, as a spare. Pt had two inss and two sets of equipment (one for each), but used components interchangeably between both inss. Information was received from a patient regarding an external device. The reason for call was patient reported the programmer is not communicating with the implant. Patient stated they are getting the poor communication message on the programmer. Patient services (pss) asked patient to connect with and without the antenna and patient said they are getting poor communication. Patient service confirmed patient is able to recharge the implant. The issue was not resolved. A replacement programmer was sent out. Patient mentioned they called recently and ps sent a patient programmer (pp) to them and now they realized both pp need to be replace. Patient stated after getting the pp from mdt they were able to turn both ins on and charge the ins. Patient met with medtronic representative last wednesday and representative told patient to contact patient services for assistance for the second pp. Patient mentioned they were sent a new controller in the past because the pp did not turn on with new batteries and the new controller turned on with the new batteries.